Event description:
Patient reported she acquired a bacterial infection and had to be hospitalized. She reported there were small air bubbles in the cartridge and a suspected insulin leak, and she believes this interfered with her blood glucose. An educator contacted the patient's caregiver, and it was determined the increase in her blood glucose was likely due to the bacterial infection and not a product issue. Patient remains hospitalized, is on antibiotics for the bacterial infection, and will receive peritoneal hernia surgery. She continues to use the infusion device system. The cartridge was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Product not returned.